Event description:
It was reported that: during a surgery a washer was being tightened down and one washer cracked. Another was selected. During the same procedure another washer was being tightened down and it deformed and the screw head went through the washer. Another was selected and the procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record was reviewed revealing no issues related to the complaint. Evaluation of the returned part revealed the spiked washer was cracked. Dimensional and material were determined to meet specification, it's likely a mechanical overloading situation led to the breakage. Conclusion: invalid from a manufacturing standpoint.